Manufacturer narrative:
During a follow-up with the physician, it was reported that the area of necrosis resolved without further complications; no surgical intervention was required. The device history records for radiesse lot 1008450 were reviewed; there were no CAPA or ncr applicable and the testing specs had been met.

Event description:
A pt had been injected with radiesse dermal filler, in the nose. The pt developed immediate vascular occlusion of the tip. The physician applied warm compress. The area became dusky in coloration. Consultation with radiesse medical director was requested for treatment options.